Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead. The patient was stable.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, increased, out of range high voltage lead impedance was observed on the right ventricular lead. The physiologist elected to monitor the patient. The patient was in stable condition.